Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of an air in line, where the home patient connected to un-primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during fill one of four on the homechoice. The home patient (hp) was connected at the time of the event. The hp indicated during troubleshooting that the patient line was not properly primed before they had connected to the line. The technical service representative assisted the hp to end therapy and advised to start over with new supplies. No patient injury or medical intervention was reported as a result of this event. No additional information is available.